Event description:
It was reported by a neurologist that she could not interrogate a vns patient using his programming system. A company representative was contacted to assist the neurologist and the neurologist indicated that she does not believe the event was related to end of service of the patient's generator; however, she suspected an issue with her equipment. A company representative visited the neurologist's office and interrogated his demo generator successfully using the neurologist's programming equipment. The company representative believed the issue was likely due to emi as the handheld was unplugged from the ac power supply and the want battery was ok. The patient will be brought in to check her device, but at the moment the neurologist does not believe there is a malfunction with her equipment or the patient's device. Follow-up was made with the neurologist's office regarding the patient. The neurologist indicated that the patient was to be seen in 5 months as the patient was seen in (B)(6), 2011 and medication was increased. At the moment, the neurologist does not suspect any issues with either her programming system or the patient's device.